Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Conclusion code ¿ is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 1269.5 mcg/day. The indications for use were intractable spasticity and head/brain injury. The patient was brought to the emergency room at 1300 on (B)(6) 2016 after experiencing increased spasticity, fever, and tachycardia. Interrogation of the pump revealed that there was a motor stall that occurred at 0315 on (B)(6) 2016. The symptoms did not start occurring until 0600 on (B)(6) 2016. The family was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated, and the patient was scheduled for pump replacement on (B)(6) 2015. The pump was replaced, and the catheter was patent. The issue was resolved. The patient¿s status was alive ¿ no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.